Manufacturer narrative:
Additional information: it was later detailed that when the stent dislodgement was noted, the non-medtronic guidewire was pushed in the mid rca and all the devices were removed simultaneously. The device was prepped per IFU with no issues noted. The lesion was pre-dilated with a non-medtronic semi compliant balloon. No other intervention was required to remove dislodged stent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the delivery of one resolute onyx coronary drug eluting stent, the stent dislodged during delivery to/at the lesion. The stent was defective. The dislodged stent was subsequently removed from the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: it was later reported that the device deformation occurred during removal. No difficulties were noted during the removal of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d codes. Correction: image analysis: twelve still procedural images related to the case were provided for review. Treatment was completed through the radial artery. Images confirm the target lesion and delivery of the wire into the rca. The dislodgement of the stent can be confirmed. Unfortunately, the images did not show the mechanism of dislodgement. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image analysis: four still images were provided. Two images of the shelf carton were provided for review. The lot and size in the images match the reported information on gch. Two images of a dislodged stent were provided for review. The stent is dislodged off the balloon, crimp impressions appear visible on the balloon. The stent appears deformed. The complaint can be confirmed based on the images provided by the account. Additional information: it was later detailed that the stent being defective refers to the dislodgement only. The lesion was not calcified, mildly tortuous with critical 90-95% stenosis in the mid right coronary artery. The dislodged stent was subsequently removed from the patient with a deep guide insertion. The device was inspected before use with no issues noted. The device was prepped per IFU. The lesion was pre-dilated with a semi compliant balloon. The device did not pass through a previously deployed stent. Mild resistance was noted while advancing the device to the lesion but no excessive force was used. Patient age, sex and weight added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.